Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 03/27/2017 - pfs and medical records received. Following four previous right hip revisions, revised for persistent hip pain and component loosening. Revising surgeon noted that patient had "very little abductor musculature attached to the greater trochanter". Noted proximal femur osteolysis but stem was well-fixed. Cemented cup was loose, at the bone to cement interface, with an "osteolytic membrane". Patient had a superior lateral defect of the acetabulum, requiring augmentation. Exposed screws in the acetabulum--from pelvic reconstruction bone grafting during revision three surgeries prior--removed to allow for acetabular reaming. Implant loosening occured between bone and competitor's cement so will not be reported. Osteolysis and liner will be reported. It was also noted within the medical record that the patient's left hip has been revised. No specific product/lot information is available for this left hip, and it is not the subject of current litigation. Furthermore, the revising surgeon states the existing stem and cup are competitor's products. Factoring these, this revision of the left hip will not be reported.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
On (B)(6) 2017--identified an error in reporting of the date of revision--originally reported on (B)(6) 2017--corrected it to (B)(6) 2014 per the medical records. Follow-up medwatch sent to correct same error.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.